Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited oversensing noise resulting in under pacing. During the procedure, it found that the ra lead had insulation deterioration. The ra lead was explanted and replaced. The patient was in stable condition.